Event description:
Boston scientific received information that right ventricular (rv) lead exhibited an increase in shock impedance measurements from 69 ohms to 109 ohms. Different configuration were tested and shock impedance measurements greater than 125 ohms were observed. It was noted that noise could not be produced. It was also noted there was no history of trauma to the chest. Previously, a new pace/sense lead was dropped due to an increase in threshold measurements and shock impedance measurements were stable for two months following this procedure. A pocket revision was noted to have been performed for possible erosion; however, the field representative indicated they found no information regarding any erosion. The physician decided to monitor the patient. Subsequently, more high shock impedance measurements were observed. (B)(4) believes this is likely a connection or under-insertion issue and suggested performing an x-ray, focusing on the distal coil terminal. Additional information indicated an x-ray was performed and the df-1 terminal pin was not visible past the connector block. A 1.1 joule shock was delivered to test the impedance which was still out of range. (B)(4) discussed the lead may have had partial contact, but after time worked its way lose due to physical movements over time. A revision procedure was performed. After disconnecting and reconnecting the lead a 41 joule commanded shock was delivered which yielded shock impedance measurements of 106 ohms; however, once performing base testing the shock impedance measurements were greater than 125 ohms. The physician noted no signs of a loose header and decided to close the pocket. Further troubleshooting was discussed. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient passed away on (B)(6) 2017. There were no additional allegations reported around the time of death or information to suggest the death was related to the device or rv lead. The field representative contacted the patient's following physician and confirmed the planned lead revision did not occur due to the patient's poor health condition. The field representative confirmed with the physician that the death was not related to the prior issue with the device. The patient had developed an infection and died. The device and rv lead will not be returned.

Event description:
Additional information was received that the device was programmed to maximum output shocks and lead replacement will be planned on an unknown date in the future.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that during delivery of shock therapy, a shock into an open circuit fault message was recorded. Boston scientific technical services (ts) discussed the history of high out of range shock impedance measurements and discussed the open circuit condition indicates a delivered shock into high out of range shock impedance measurements greater than 145 ohms. Ts discussed troubleshooting options. The patient was admitted to the hospital and further assessment will be performed. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Boston scientific received information that during a normal device check, this right ventricular (rv) lead exhibited shock impedance measurements of 109 ohms in the triad configuration. When programmed to rv coil to can, shock impedance measurements were greater than 125 ohms. Technical services (ts) discussed that this may be a loose connection or a lead fracture and recommended performing an xray to confirm lead integrity or perform a 1.1 joule and 41 joule commanded shock to evaluate the lead. Additional information indicated that an xray was not performed. A revision procedure will be scheduled in the near future to explant the lead.